Event description:
Event description guidant received information upon review of an electrogram from a lone stored ventricular tachycardia episode, that this unipolar ventricular lead displayed noisy signals which resulted in oversensing. The pacemaker dependent patient was asymptomatic. Noise was unable to be reproduced and all lead measurements were within normal limits.